Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. Video imaging was received by the site, and the following was observed: air is observed in the proximal portion of the balloon during valve deployment. The balloon did not achieve full inflation to deploy the valve. A lot history review was performed and revealed no other complaints relating to the reported event were identified. The instructions for use/training manuals were reviewed for guidance instruction involving the devices. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for inflation difficulty was confirmed based on the evaluation of the provided video. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non conformance was unable to be determined. Per event description, 'the valve appeared to not expand to it's full waist diameter during valve deployment. The doctor commented that during the initial inflation, it appeared that there was air in the balloon'. Additionally, a 'non high pressure stopcock was used in conjunction with the commander system'. Per the preparation manual, 'attach high pressure 3 way stopcock to balloon inflation port'. It is possible that the use of a non high pressure stopcock during the procedure resulted in air being introduced into the system, as seen in the provided video. It is possible that the inflation volume used was inadequate to achieve full balloon deployment due to the presence of air, as air is more compressible than the prescribed inflation fluid. If the inflation volume is compressed to a smaller volume than expected, it may result in incomplete inflation as observed. As such, available information suggests that use error (failure to follow instructions) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure with a 23mm sapien 3 ultra resilia valve, the valve appeared to not expand to it's full waist diameter during valve deployment. The commander delivery system and atrion was de-aired, and 2cc of volume as added. Another rapid pacing run as administered and the valve was deployed with +2cc of volume. The operator commented that during the initial inflation, it appeared that there may have been air in the balloon. There was no injury to the patient.